Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified right superficial femoral artery. A non-bsc guide wire was advanced to the lesion. A 4.0mm x 150mm x 150cm coyote¿ balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 8 atmospheres after being inflated for 10 seconds. Predilation was performed using a 4mm-10cm non-bsc balloon catheter, two 6mm-100mm non-bsc stents were deployed. Post dilatation was performed using a 5mm-6mm sterling balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.